Event description:
The surgeon was using the spacemaker plus device #smsbtovl for a laparoscopic bilateral inguinal hernia. After inserting into inguinal space he stated it was not inflating. We opened another type of a similar device, which worked. The device was sequestered and tagged.